Event description:
It was reported that this right ventricular (rv) lead is suspected of loss of capture. Also, the patient complaint about diaphragmatic stimulation. The loss of capture was confirmed as the leads were dislodged. Subsequently the leads were repositioned and remains in service. No additional adverse patient effects were reported.